Manufacturer narrative:
Ip coding corrected per investigation team: removed difficult/unable to insert through introducer. Added failure to advance.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. The patient was in the cardiac catheterization laboratory for a percutaneous coronary insertion, during the procedure the patient decompensated, and the decision was made to place an impella cp for bailout. The short peel away sheath was successfully placed, however while attempting to insert the pump via the guidewire, the guidewire access was lost. Both guidewire and pump were removed, and the peel away sheath was replaced with a long peel away sheath. The second attempt was also unsuccessful, and it was noted that the patient had severe aortic stenosis. The medical team decided to abort the impella cp implant and attempt to place an intra-aortic balloon pump. No patient harm was reported in relation to this event. No additional information was provided, and the final patient outcome is unknown.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to advance: the cause of the delivery issue was most likely related to patient condition, specifically severe aortic stenosis and challenging anatomy, based on the clinical details provided.